Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length, aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the device was implanted with a crossover technique. In 2003, the pt was emergently taken to the operating room to repair an aneurysm rupture. The device was explanted. During the explant procedure, the physician reported that the right common iliac limb did not have enough purchase to maintain a long term seal. There was no evidence of inflammation or thrombosis in the sealzones, but some calcification was noted. The proximal stent graft, mid body, and right leg came out easily, but the left leg was firmly attached to the vessel. The left limb was left in the pt. A conventional graft was sewn into the aneurysm and attached to the left limb. The pt survived the conversion procedure; however, the pt was returned to the operating room 6 days later because of metabolic acidosis and suspected bowel ischemia. An exploratory laparotomy was performed. The bowels were found to be viable, but the gallbladder was found to be dead and was removed. It was reported that the pt expired approx two weeks post-conversion for reasons unrelated to the stent graft. The explanted stent graft has been received, and its analysis is pending. Review of the device history record reveals no issues relevant to the complaint.